Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adnexa uteri pain ('left tube hurts bad') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required), amnesia ("memory issues/memory loss/ memory went bad"), bedridden ("I was bedridden"), fatigue ("fatigue"), arthralgia ("hip pain"), rales ("rales"), genital haemorrhage ("heavy bleeding"), adenomyosis ("adenomyosis"), ovarian cyst ("ovarian cyst"), abdominal distension ("bloated"), dysmenorrhoea ("heavy long painful periods"), menorrhagia ("heavy long painful periods"), autoimmune disorder ("autoimmnune reaction"), neuralgia ("neuropathic pain"), vaginal odour ("funk smell") and urinary retention ("couldn't pee") and was found to have rheumatoid factor increased ("rheumatoid factor was 4 x high normal") and weight increased ("gained another 2 lbs"). The patient was treated with surgery (hysterectomy , salpingectomy and ovary). Essure was removed. At the time of the report, the adnexa uteri pain, amnesia, rheumatoid factor increased, bedridden, fatigue, arthralgia, rales, adenomyosis, ovarian cyst, weight increased, abdominal distension, dysmenorrhoea, menorrhagia, autoimmune disorder, neuralgia, vaginal odour and urinary retention outcome was unknown. The reporter considered abdominal distension, adenomyosis, adnexa uteri pain, amnesia, arthralgia, autoimmune disorder, bedridden, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, neuralgia, ovarian cyst, rales, rheumatoid factor increased, urinary retention, vaginal odour and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: - memory loss, rheumatoid factor was 4 x high normal and I was bedridden, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new events added - "funk smell" and "couldn't pee"; patient's initials updated, reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced memory impairment ("memory issues"), rheumatoid factor increased ("rheumatoid factor was 4 x high normal") and bedridden ("I was bedridden"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, memory impairment, rheumatoid factor increased and bedridden outcome was unknown. The reporter considered bedridden, medical device removal, memory impairment and rheumatoid factor increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: - memory issues, rheumatoid factor was 4 x high normal and I was bedridden. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality-safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced memory impairment ("memory issues"), rheumatoid factor increased ("rheumatoid factor was 4 x high normal") and bedridden ("I was bedridden"). The patient was treated with surgery. At the time of the report, the hysterectomy, memory impairment, rheumatoid factor increased and bedridden outcome was unknown. The reporter considered bedridden, hysterectomy, memory impairment and rheumatoid factor increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: - memory issues, rheumatoid factor was 4 x high normal and I was bedridden. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media case, new reporters added. New event added- memory issues, rheumatoid factor was 4 x high normal and I was bedridden. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adnexa uteri pain ('left tube hurts bad') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required), amnesia ("memory issues/memory loss/ memory went bad"), bedridden ("I was bedridden"), fatigue ("fatigue"), arthralgia ("hip pain"), rales ("rales"), genital haemorrhage ("heavy bleeding"), adenomyosis ("adenomyosis"), ovarian cyst ("ovarian cyst"), abdominal distension ("bloated"), dysmenorrhoea ("heavy long painful periods"), menorrhagia ("heavy long painful periods"), autoimmune disorder ("autoimmnune reaction") and neuralgia ("neuropathic pain") and was found to have rheumatoid factor increased ("rheumatoid factor was 4 x high normal") and weight increased ("gained another 2 lbs"). The patient was treated with surgery (hysterectomy , salpingectomy and ovary). Essure was removed. At the time of the report, the adnexa uteri pain, amnesia, rheumatoid factor increased, bedridden, fatigue, arthralgia, rales, adenomyosis, ovarian cyst, weight increased, abdominal distension, dysmenorrhoea, menorrhagia, autoimmune disorder and neuralgia outcome was unknown. The reporter considered abdominal distension, adenomyosis, adnexa uteri pain, amnesia, arthralgia, autoimmune disorder, bedridden, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, neuralgia, ovarian cyst, rales, rheumatoid factor increased and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: - memory loss, rheumatoid factor was 4 x high normal and I was bedridden, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 8.9,10,11, 12 process together : social media : reporter added. Event medical device removal was updated to pelvic pain, rales, adenomyosis, ovarian cyst, weight increased, abdominal distension, dysmenorrhoea and menorrhagia. On 20-mar-2020: fu 8.9,10,11, 12 process together. On 20-mar-2020: fu 8.9,10,11, 12 process together. On 23-mar-2020: fu 8.9,10,11, 12 process together. On 23-mar-2020: fu 8.9,10,11, 12 process together. On 23-mar-2020: fu8, fu9, fu10, fu11, fu12 and fu13 were processed together. Content from social media received. Events neuropathic pain and autoimmnune reaction were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced amnesia ("memory issues/memory loss"), bedridden ("I was bedridden") and fatigue ("fatigue") and was found to have rheumatoid factor increased ("rheumatoid factor was 4 x high normal"). The patient was treated with surgery (hysterectomy , salpingectomy and ovary). Essure was removed. At the time of the report, the medical device removal, amnesia, rheumatoid factor increased, bedridden and fatigue outcome was unknown. The reporter considered amnesia, bedridden, fatigue, medical device removal and rheumatoid factor increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: - memory loss, rheumatoid factor was 4 x high normal and I was bedridden, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet: event memory issues pt was updated to memory loss and new event fatigue added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adnexa uteri pain ('left tube hurts bad') in a 53-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included naltrexone. In 2014, the patient had essure inserted. In 2014, the patient experienced bedridden ("I was bedridden"). On an unknown date, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required), amnesia ("memory issues/memory loss/ memory went bad"), fatigue ("fatigue"), arthralgia ("hip pain"), rales ("rales"), genital haemorrhage ("heavy bleeding"), adenomyosis ("adenomyosis"), ovarian cyst ("ovarian cyst"), abdominal distension ("bloated"), dysmenorrhoea ("heavy long painful periods"), menorrhagia ("heavy long painful periods"), autoimmune disorder ("autoimmnune reaction"), neuralgia ("neuropathic pain"), vaginal odour ("funk smell"), urinary retention ("couldn't pee") and gastrointestinal inflammation ("inflammed bowel") and was found to have rheumatoid factor increased ("rheumatoid factor was 4 x high normal") and weight increased ("gained another 2 lbs"). The patient was treated with surgery (hysterectomy , salpingectomy and ovary). Essure was removed in (B)(6) 2016. At the time of the report, the adnexa uteri pain, amnesia, rheumatoid factor increased, bedridden, fatigue, arthralgia, rales, genital haemorrhage, adenomyosis, ovarian cyst, weight increased, abdominal distension, dysmenorrhoea, menorrhagia, autoimmune disorder, neuralgia and vaginal odour outcome was unknown and the urinary retention and gastrointestinal inflammation had resolved. The reporter considered abdominal distension, adenomyosis, adnexa uteri pain, amnesia, arthralgia, autoimmune disorder, bedridden, dysmenorrhoea, fatigue, gastrointestinal inflammation, genital haemorrhage, menorrhagia, neuralgia, ovarian cyst, rales, rheumatoid factor increased, urinary retention, vaginal odour and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: - memory loss, rheumatoid factor was 4 x high normal and I was bedridden, fatigue. Quality-safety evaluation of ptc: unable to confirm complain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content received from social media: the outcome of the event "couldn't pee" was recovered. The onset date of the event "bedridden" was updated. Patient's age was updated. The onset date of implant and explant of essure was updated. Concomitant drug was updated as naltrexone. Fup 15 and fup 16 processed together. On (B)(6) 2020: information received via social media. Event¿ intestinal inflammation¿ was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.